Manufacturer narrative:
One maquet representative visited the hospital, and evaluated the device. The screw that fell is used to fix the lower cover on the cupola. The technician found all the parts of the assembly in good condition. He repaired the device and verified the other units in the hospital. He was not able to reproduce the problem, nor determine the cause. This is the first case reported to maquet, all units with similar design installed on the field, a negligible incident rate. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During a surgical procedure, while the pt was on table, one screw fell from the surgical light. No injuries were reported by the customer.